Manufacturer narrative:
The lead was returned for analysis with a guidewire fully inserted, stuck in lumen, being clogged with dried blood/body fluid. It's normal for this lv lead to have a body fluid/blood infiltration as this is an open tip lead. The difficult to position and wire insertion difficulty allegations were confirmed. The malfunction is part of a reportable trend.

Event description:
It was reported that this left ventricular (lv) lead presented placement difficulties. There were difficulties for the guide wire to be inserted into the lead. Considering that it would affect the procedure, the usage of the device was stopped and a new one was implanted successfully. The combined wire appeared to be damaged after the procedure. The lead has been returned for analysis. No adverse patient effects were reported.